Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: were the malformed/unformed staples along the whole length of the third firing or only in a specific area (mid, distal)? Were clips used in the vicinity during original procedure? How was the staple line inspected in original procedure? Was a leak test performed? Was the staple line the cause of the post-op bleed or some other cause? What is the patient¿s sex and bmi?

Event description:
It was reported that after a gastric sleeve procedure on (B)(6) 2015, the patient was brought back to the operating room the following day to address a post-op bleed. In the area of the third firing that a green reload with gore buttressing had been used, the staple line had some staples that were malformed and some staples that were open ¿ mainly the inner row that had been closest to the knife. The area was repaired by a combination of clips and suture. The patient is now doing fine. There is no device to return.